Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116", "defib fault 85", "system fault 36" and " fault code 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.